Manufacturer narrative:
Product complaint # (B)(4). Additional information was requested and the following was obtained: were x-rays performed to localize the needle fragment? --yes, but could not find the needle. The following information was requested, but unavailable: it is unk for all below request information: the patient demographic info: age, weight, bmi at the time of index procedure what tissue was the suture used on during the initial procedure? Were x-rays performed to localize the needle fragment? Does the needle remain retained in the patient¿s tissue? - if retained, where is the needle located? In what structure? - if retained, were there any patient consequences? - what is the size of the needle (in cm) that is in the patient? If the needle is not retained. - was the needle retrieved during the initial procedure? Does the surgeon plan on an additional surgical procedure to remove the needle? Was there any change in the patient¿s post-operative care due to extended procedure time? What instruments were used to grasp the needle? Where was the needle grasped during use? What is physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient¿s current status?

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot number mgh274, and no non-conformances related to the reported complaint condition were identified. Device evaluation summary: it was received an opened box with seven representative samples of product code w8304, lot # mgh274 were returned for evaluation. The complaint sample was not received. During the visual inspection of seven samples, no defects were found on the packages. The samples were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strand and no defects, or damaged were observed. A functional test was performed and the pull force were above the minimum requirements. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the conditions of the samples received, no performance pull off suture needle was found, and the tested samples met the finished goods requirements. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, weight, bmi at the time of index procedure what tissue was the suture used on during the initial procedure? Were x-rays performed to localize the needle fragment? Does the needle remain retained in the patient¿s tissue? If retained, where is the needle located? In what structure? If retained, were there any patient consequences? What is the size of the needle (in cm) that is in the patient? If the needle is not retained was the needle retrieved during the initial procedure? Does the surgeon plan on an additional surgical procedure to remove the needle? Was there any change in the patient¿s post-operative care due to extended procedure time? What instruments were used to grasp the needle? Where was the needle grasped during use? What is physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient¿s current status?

Event description:
It was reported that a patient underwent a coronary artery bypass graft procedure on (B)(6) 2019 and suture was used. The pull off suture needle occurred during the procedure. It took 2 to 3 hours to look for the needle, but the needle could not be found under x-ray. It is unknown if the needle is retained in the patient or which tissue. The patient condition was reported as stable now. Additional information has been requested.